Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue with infusion sets and faced infusion set tape not sticking event during use on (B)(6) 2026. No further information available